Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on (B)(6) 2016 the tubing leaked at the drip chamber after being started on (B)(6) 2016 at 15:00. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked from the drip chamber was confirmed. No anomalies were observed on the set during initial visual inspection. Functional and pressure testing was performed; a leak was observed from the pvc tubing to the drip chamber outlet port. Visual inspection under magnification observed that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the tubing leaking from the drip chamber was a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.